Event description:
Related to MFR report number: 2183959-2013-00841. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock in or about (B)(6) 2005 in addition to anterior and posterior colporrhaphy to treat her rectocele, cystocele, and stress urinary incontinence (sui). The plaintiff experienced some dyspareunia after surgery that she did not have before surgery. The plaintiff experienced sui and prolapse again in (B)(6) 2010. It was further reported that the plaintiff felt her bladder bulging out of her vaginal opening and mesh farther up the vaginal opening on the sides of her bladder. In (B)(6) 2010, the plaintiff underwent a second similar operation to implant a second monarc sling. (B)(6) 2012, the plaintiff underwent surgery to dissect the mesh. Additionally, the plaintiff experienced dyspareunia, frequent bladder infections, pelvic pain, recurrent prolapse, sui during recurrent prolapse, perforations in her vagina, scar tissue around her bladder neck, emotional distress, mental distress, anger, depression, and anxiety.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).